Event description:
During the device evaluation at philips, the repair technician found that the battery was not being recognized in slot a of the device. There was no report of patient involvement.

Manufacturer narrative:
(B)(4).